Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy. It was stated that they have been "wetting all over" themselves since (B)(6) 2016. They had an x-ray one time and it turned their stimulation off on an unknown date, and the patient does not currently feel stimulation nor do they have their patient programmer (pp) to check the implantable neurostimulator (ins) status. Follow up with the healthcare provider (hcp) is to be conducted and a replacement pp is to be sent to the patient as theirs was lost/stolen. The patient's indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.